Event description:
The mitek complaints department has just today, october 31, 2008, received a journal article detailing a re-surgery due to alleged failure of a fixation device. By nature the article is vague in terms of circumferential detail; like procedure dates, exact product identification by nomenclature and lot of the device associated with the article, etc. The following verbiage is the essence of the complaint, which is extracted from the journal article, which can be viewed in its entirety is attached as an electronic copy in this file, is as follows. A patient underwent a successful acl repair at an undetermined time with the use of an intrafix device for fixation. Ten weeks post-operatively, the patient presented with pain and a locked knee with 20 degrees of flexion and acute effusion. X-rays revealed the cause of the patient's condition to be that the sheath portion of the fixation device had migrated. An arthroscopic re-surgery was immediately performed to remedy the issue. At this re-surgery, the surgeon noted that the acl reconstruction was intact. The surgeon sought out and removed the sheath fragments from the joint space. This re-surgery was performed successfully without further incident or harm to the patient. The patient's rehab was successful and uneventful. The wording in the article leaves some question as to whether the fixation device was an intrafix or a bio-intrafix, one not being an absorbable device and the other self explanatory. In the article, intrafix is mentioned several times, and also the word "bioabsorbable" is mentioned separately. This complaint is drawn from the article case report, titled "spontaneous locking of the knee after cruciate ligament reconstruction as a result of a broken tibial fixation device". The authors are; andrew j. Metcalfe, m.r.c.s., stuart h. James, f.r.c.s.(orth) and john a. Fairclough, f.r.c.s.(orth). This article was published in the journal of arthroscopic and related surgery, vol 24, on 10 october 2008. Questions going out to our affiliate to see if we can receive some further detail.

Manufacturer narrative:
We are at this time trying to find out exactly what device and what lot was used in this procedure so that we may do both a complaint file review and a build record review. All that we can conclude will be the subject matter of the follow-up report.